Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Log files analysis reveals an error the following message at the very end of the log text was logged: thread name: internal o2 sensor thread sampler. Vyaire medical findings indicated software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file was checked and can see an error log on 12 may 2021 14:05:28 (when the black screen occurred). Since (B)(4) was installed on this unit, the blank screen happened on 12/5 was the known issue with (B)(4) causing the ui failsafe ("bellavista detected a user interface issue" screen). This is not caused by hardware. Problem will be fully resolved after an update to (B)(4). No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 had alarmed and that the screen had gone black. A user interface error was displayed after turning the device power off and back on. There is no reproduction after turning off the power. The problem occurred during patient use, and the patient was given manual ventilation via bag valve mask. Furthermore, there is no patient harm associated with the reported event.